Event description:
It was reported that the patient developed an infection and pocket erosion. The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). Cultures were taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.